Manufacturer narrative:
Delivery failure occurred while on patient. No troubleshooting was performed on device as it was replaced with another inomax ds unit. Patient desaturated as a result of the interruption in therapy. Evaluation summary: the investigation of the device is complete with results as follows; root cause of the fluctuating no values was identified. On initial power up of the device during the investigation, it was noted that the no monitored values were varying from 19ppm to 50ppm. The 80013 conductor ribbon cable was replaced per service bulletin sb-0159. Full system check was performed and the unit operated according to specifications. Condensation noted in the water trap jar is unrelated to this incident. The oxygen saturation decrease was due to the interruption and delay in treatment of 20-30 minutes for device replacement. Users at the site were provided additional training on the use.

Event description:
A (B)(6) female, with a past medical history of pneumonia, hypertension, acute respiratory distress syndrome (ards) and asthma was treated with inomax 10 parts per million (ppm) for the treatment of ards and hypoxia. On (B)(6) 2010, the patient's baseline oxygen saturation (spo2) was 96% and heart rate (hr) was in the 120s. While checking the high frequency oscillatory ventilation (hpov), the respiratory therapist (rt) noticed nitric oxide (no) alarmed (alarm not specified) and no monitored values fluctuating high and low values on device, inomax ds (B)(4). The patient's spo2 was recorded at 89% when a device delivery failure occurred. A low calibration was subsequently performed and the water separation cartridge was replaced. Fifteen minutes after the device failure, the patient was given no via the device back-up delivery system and inomax ds #(B)(4) was switched after 20-30 minutes. The patient's oxygen saturation continued to decrease to 79% and hr 145. Once the replacement device was put on the patient, her oxygen saturation began to improve to the high 80s and low 90s. The outcome of increase heart rate and oxygen saturation resolved with the patient having spo2 improving to 100%. The rt deems the events non-serious, moderate in severity and probable related to inomax and inomax ds.